Manufacturer narrative:
Correction - h6 (device code, clinical signs code, results code & conclusion code). The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed since the affected device was not returned and the lot number was not communicated, it is not possible to know according to which revision the product has been manufactured. Upon further investigation of the CT scans by healthcare professionals the following was observed "the tibia shows clear anterior radiolucence and some smaller cysts. Loosening can be confirmed, but no migration is visible. The pe is not visible in the CT scan. There is, however, no indirect sign of loosening as well. The talar component shows a little radiolucence and some small cavities around the pegs. Loosening is likely, there is no migration visible." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by small cysts around tibial component and small cavities around the peg of talar dome that contributed to implant loosening. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.